Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) during and after exercise. The user disconnected from the ilet while exercising, experienced a low of 40 mg/dl that was treated with food, and later overtreated, resulting in a high of 294 mg/dl. The ilet alerted to the out-of-range values. The user reverted to multiple daily injections (mdi) to correct the high and later reconnected to the ilet. Assistance was provided by the caregiver. No medical intervention occurred.